Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was replaced. The voltage was adjusted at the ffb. The ps1 connector was secured in the workstation and the touchscreen was re-calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the collimator on the 9900 sys coned down prior to a case. The 9900 sys had mixed up and missing images. Also the touchscreen is not working properly. The 9900 sys had to be rebooted and the procedure was completed without incident. No pt injury was reported.